Event description:
On february 1, 2006 a patient kexperienced two dental implant failures due to implant fractures. The original insertion date of the implants were in 1999. The implants were implanted at sites 43 and 44. See enclosed x-rays.